Event description:
It was reported that: "pt was revised due to the tibial tray subsiding the #7 tray was removed and replaced with # 7 ts tray."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.